Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device had been returned due to a leak near the luer hub. The luer hub had been detached from the tygon tubing. Further investigation revealed a lack of adhesive at the distal end of the luer hub, consistent with the detached luer hub.

Event description:
This report is to advise of an event observed during analysis confirming a detached luer hub.